Event description:
The manufacturer received information alleging a trilogy evo ventilator failed and was continually alarming. The customer was unable to silence the device. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo ventilator failed and was continually alarming. The customer was unable to silence the device. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not confirmed. The device was found to perform as designed. No malfunctions were noted. Preventive maintenance was required. During the evaluation the device was found to need cleaning and some parts replaced due to contamination. The following parts were replaced due to contamination: particulate filter, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, system board tubing, blower chassis tubing, fio2 tubing and low o2 flow tubing. The device's internal battery door was replaced due to physical damage and the filter cover was replaced due to it being missing. The device's air inlet foam filter was replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.